Event description:
It was reported that the patient was scheduled to undergo surgery due to a knot in the patient's neck. Further follow-up revealed that the surgery was performed at which time the surgeon removed a tie-down. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the knot in the patient¿s neck was located at her supra clavicle. The knot was confirmed to be due to the tie-down. The patient underwent surgery to remove the tie-down in order to preclude a serious injury. The patient¿s existing device was left in the patient. Diagnostic tests were not performed.